Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after over filling a cartridge with 350 units of insulin. Additionally, an altitude alarm occurred under normal pumping conditions. Customer's blood glucose was 224-280 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.